Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call a bolus anomaly. Blood glucose at the time of incident was 201mg/dl. The customer states they delivered a bolus of 1.8 units then got ready for bed and the pump began to deliver a second bolus. The customer states they did not program a second bolus. The customer states the insulin pump was going to deliver .6 units of insulin. Troubleshooting was not able to resolve the issue. The customer was asked to disconnect from the insulin pump and program a 0.2 bolus to check if the numbers would scroll. The customer states the numbers did not move on their own and the bolus was recorded. The device will be returned for analysis.